Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blade broke, instrument error, "open jaw during activation" even when jaw was already open. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition with the blade tip intact and not broken off as reported by the customer. When the device was connected to the eeprom reader, the eeprom was found not to be programmed or corrupted.(instrument eeprom read verification mismatch). The device was also connected to a test handpiece and the generator immediately displayed the "replace instrument" screen and the device could not be activated for further functional testing.